Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer as item is still implanted. Current information is insufficient to permit a conclusion as to the cause of the event. No further information has been reported. Expiration date - unknown. Manufacture date - unknown.

Event description:
It was reported that patient underwent an elbow procedure on (B)(6) 2008. A revision procedure will be performed on an unknown date to a loosening ulnar component. No further information has been received. Additional information was received on dec. 20, 2014 indicating the revision procedure would be performed on (B)(6) 2015.

Event description:
It was reported that patient underwent an elbow procedure on (B)(6) 2008. A revision procedure will be performed on an unknown date to a loosening ulnar component. No further information has been received.